Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cord damage near hose assembly" was confirmed. Visual inspection during the pre-repair inspection found a hole in the hose. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6), stating the device had cord damage at the hose assembly. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.